Manufacturer narrative:
Eval summary: primary operative notes did not describe any potential root cause for infection. Revision operative notes state that the infection is most likely from a skin contaminant. It was noted that none of the components were loose. The zimmer sterilization vendor process all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to infection.